Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, they experienced a hypoglycemic event. It was reported that when these errors occurred, the patient used a blood glucose reading, but it was not known if by the time the patient used a blood glucose meter, they were already symptomatic or not. The patient experienced a ¿nearly unconscious state¿ and was given a glucose juice box by the parent. It was confirmed that assistance from the parent was needed, as the patient¿s condition was compromised due to the symptoms. No further treatment was reported to be needed, and the patient was not taken to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.